Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It has been reported the pt is not receiving adequate coverage in the desired area. A full parameter diagnostic indicated high impedance values. The pt is working closely with her physician to determine the next course of action. A surgical intervention will be undertaken to remove the issue.